Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 420 (mg/dl). Customer discontinued use of the pump and reverted to insulin injections for diabetes management. System check with tandem technical support indicated pump was performing as intended for pump components checked. Recommendation was made to change infusion site when pump use is reinstated.